Manufacturer narrative:
The following functional tests were performed: a field service engineer (fse) went on-site to evaluate the device and collected the logs for analysis. The fse tested the device and found it to be working as intended. Results of functional testing indicate that the device speaker produced sound while tested by the fse. The audit logs confirmed alarms were generated for tachycardia. The exact cause for the reported issue remains unknown. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.

Event description:
It was reported patient alarms cannot be heard at the patient information center ix surveillance station. The device was in use on a patient. There was not patient harm or adverse event reported.